Event description:
It is reported that the patient was revised due to a fractured stem.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: no operative notes or x-rays were provided. The package insert and/or surgical technique contain statements warning that device fractures may occur where excessive patient weight, excessive patient activity, and/or lack of proximal support are involved. In this case, since no specific patient or operative information was provided, the cause of the alleged stem fracture cannot be determined. Evaluation codes: the device history record of the stem was reviewed and found to be conforming indicating that it was manufactured, inspected, and packaged to specifications. Since the implants were not returned and no x-rays or operative notes were provided, no analysis was possible and their condition is unknown. It is unknown at what location on the stem the alleged fracture occurred. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.